Manufacturer narrative:
Correction: please refer to h6 device codes. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits rough and extensive usage. The impactor tip is broken into two pieces at the proximal end where the humeral head of impactor connects the handle. The nature of breakage pattern indicates to be a brittle fracture. The device has impaction marks at various locations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
Broken impactor tip.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken impactor tip.